Manufacturer narrative:
Component failure of the duty cycle directly contributed to this adverse event

Event description:
Patient developed a second degree burn approximately one inch in diameter on top of right foot following treatment for approximately 20-30 minutes with the anodyne professional unit. Physical therapy clinic reports patient was treated by their physician for the burn, and released.